Event description:
Kit packer reported that there were 11 sponges in the pack instead of 10. One of the patties did not have a string.

Manufacturer narrative:
Upon completion of the investigation it was noted that it is likely that the cause for the extra pattie in the pack resulted from human error. When the machine misses a string from the welding process the operator is trained to remove the extra pattie and replace it with a good pattie. It appears this step was missed. A review of the device history records confirmed that nothing out of the ordinary was found during the documentation review of this lot. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.